Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08695 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test. Unit communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 100 mg/dl from the glucose sensor simulator and the minilink transmitter was properly displayed in the insulin pump sensor screen. No insulin pump/sensor communication anomaly noted. Unit had small cracks on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 163 mg/dl, current blood glucose was 113 mg/dl, 163 mg/dl, 113 mg/dl, and blood glucose was 245 mg/dl, blood glucose at the time of hospitalization was 79 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as dizziness, headache, vomiting, low blood glucose. Event caused to hospitalization was hyperglycemia/hypoglycemia. The drive support cap appears normal (slightly indented). The customer was treated with manual injection and hospital did labs and was given apple juice and carbs. The customer was wearing the insulin pump during the hospitalization. The insulin pump was returned for analysis.